Manufacturer narrative:
(B)(4)

Event description:
Procedure type: colon resection according to the reporter: stapler was fired properly and afterwards the surgeon could not open the branches. The surgeon moved back both wings for opening, and the blade did not move. A resection was necessary with unanticipated tissue loss to remove the device. A new device was used to complete the surgery. There was no unanticipated blood loss of more than 500cc. There was no delay in surgery time over 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
Follow up report sent on 02/19/2015.